Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Event description:
Caller reported aviva nano blood glucose results of 27.1 mmol/l, 14.5 mmol/l, and 6.1 mmol/l within 10 minutes. Reported no adverse event. Strips not available for return.